Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2018, it was reported that link with the implant could not be established.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On 7/5/18, it was reported that link with the implant could not be established. New information: on (B)(6) 2018, it was reported that the patient is scheduled for a surgical intervention on (B)(6) 2019 to explant the device and re-implant a new device in the same eye.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this follow-up MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2018. On (B)(6) 2018, it was reported that link with the implant could not be established. New information: the patient underwent surgical intervention on (B)(6) 2019 during which the device was explanted and a new device was re-implanted in the same eye. On (B)(6) 2019, the surgeon reported that the patient was doing well.